Event description:
The customer stated that he was hospitalized due to hypoglycemia. The reported blood glucose reading was 362 mg/dl. The customer's nurse stated that the customer was also suffering from other medical conditions that were not related to diabetes. The customer stated that he was doing an infusion set change when he began to feel ill and encountered a problem with the reservoir. The customer was not able to complete the infusion set change and was subsequently hospitalized. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.